Event description:
The i60s would not open after firing. Another stapler was used to resect tissue, so the device can be removed with no adverse impact to the patient.

Manufacturer narrative:
The i60s had a clamp screw fail, which would not allow the device to open. It could not be determined what caused this failure. See scanned pages.